Manufacturer narrative:
The sample was received for investigation. The investigation results were: the elecsys syphilis result was 1.07 cut-off index coi (reactive) and was verified by a duplicate confirmatory test. The investigation and the customer's results were close to the cut-off value. The single antigen analysis was reactive. The inno-lia fujirebio blot test was reactive. The alleged non-reactive elecsys result reported by the customer could not be reproduced. The sample is considered to be true positive for anti-treponemal antibodies. The cause of the event could not be determined. The assay performs within specification.

Event description:
There was an allegation of questionable elecsys syphilis results for 1 patient sample on a cobas 8000 e 602 module. The elecsys syphilis result was 0.863 coi (negative). The results using other methods were: positive with the tppa method, positive (4.69 unit of measure was not provided) with the wan200 (treponemal, chemical luminescence test) method, positive with the immunogold (treponemal) method, and negative with the trust method. The questionable result was not reported outside the laboratory. The sample was repeated due to the result not matching the patient's clinical diagnosis.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration was acceptable. The customer used non-roche controls. The values were acceptable. The sample was requested for investigation. The investigation is ongoing.